Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of fluid ingress and wire fatigue. The reported event of exposed wires on the black power cable was confirmed. Visual inspection of the returned hm3 system controller, (B)(6) , revealed a damaged black power cable exposing the internal wires. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 16may2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s system controller was changed out due to damaged power cable and internal wires exposed. No additional information was provided.